Event description:
Revision surgery performed at about 8 years 10 months after the primary due to stem loosening.

Manufacturer narrative:
Batch review performed on 08 february 2023. Lot 134164: (B)(4) items manufactured and released on 30-"ott-"2013. Expiration date: 2018-09-30. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medical affairs department: revision surgery 8 years and 10 months after the primary tha due to stem loosening. From the radiographic image, signs of stress shielding and radiolucent lines are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.